Manufacturer narrative:
Customer reports: transmitter not communicating anomaly. Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. Unit was able to charge properly. Unit failed to communicate and sync during rf ble test, problem was isolated to electronic assembly. In conclusion, unable to perform functional and rf/ble test due to communication anomaly. The customer complaint of transmitter not communicating was confirmed. (B)(4).

Event description:
Information received by medtronic indicated that the transmitter was unable to connect. No harm requiring medical intervention was reported. The transmitter was returned for the analysis.